Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). - a supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient contact that the cycler was leaking fluid out of the cassette door following treatment. The patient was prescribed 2 grams of vancomycin prophylactically as a precaution, but the patient's effluent was clear following the leak, and no infection or symptoms of infection occurred. The patient continues treatments with no further issues. The cassette was not made available for evaluation.